Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother did not have the smart device. Dexcom representative advised the patient's mother to turn off/on the bluetooth, reset the smart device, ensure it is using the latest os, and try using different smart device as this issue is not occurring with the receiver. No additional patient or event information is available.